Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that a pt had complained of pain. The pt was implanted with a tm patella on (B)(6) 2010 and was revised on (B)(6) 2015. Upon opening of the surgical site, it was noted that the patella was disassociated from the tm peg. Additionally, it was noted that metallosis was present and that metal particles were observed in/around the nexgen articular surface as well and the surface was also repaired. Note that the nexgen articular surface is of zimmer (B)(4) design control and the tm patella is of zimmer tmt design control.

Manufacturer narrative:
The tm patella was manufactured, inspected and packaged within established process specifications. It was also found to be compatible with the femoral component that was implanted. The device was also returned to zimmer (B)(4) for further evaluation. The function of the hex peg is limited to temporarily providing fixation of the patellar implant to the native patellar bone while biologic ingrowth into the patellar implant baseplate is achieved. Long term fixation is only achieved through this biologic ingrowth. Therefore, the failure of the hex peg may be attributed to prolonged static and/or fatigue loading as a consequence of the patellar implant failing to achieve satisfactory long term fixation as evidenced by the lack of visible biologic ingrowth into the tm material of the patellar implant baseplate. It is likely, albeit not confirmed, that the tm hex peg remained imbedded within the native patella after separation while the larger implant section was free to move. The relative motion between the two pieces could explain both the wear pattern seen in the patellar implant baseplate and any tantalum debris alleged in the tissue. The poly articulating surface shows minor scratches of unknown origin and a localized area of slight deformation likely a result of excessive compressive loading. The root cause attributed to the lack of bony ingrowth is unknown. This investigation is considered closed at this time; however, should additional information become available, this report shall be updated.

Event description:
It was reported that a patient had complained of pain. The patient was implanted with a tm patella on (B)(6) 2010 and was revised on (B)(6) 2015. Upon opening of the surgical site, it was noted that the patella was disassociated from the tm peg. Additionally, it was noted that metallosis was present and that metal particles were observed in/around the nexgen articular surface as well and the surface was also replaced. Note that the nexgen articular surface is of zimmer (B)(4) design control and the tm patella is of zimmer (B)(4) design control.